Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet user experienced a persistent alert 64 indicating a haptic system error across multiple restarts, with blood glucose readings reported as normal and insulin delivery unaffected. Symptoms included no adverse clinical effects. Outcomes included no interruption of insulin therapy and continued use of cgm as instructed. Investigation included troubleshooting steps, multiple restarts, education on shutting down the device, and arrangements for replacement with instructions to return the original device and to complete standard startup on the replacement. Investigation of this case revealed a device malfunction related to the haptic component without impact on drug delivery or glycemic control. It was concluded that the cause was a device component failure of the haptic system.